Manufacturer narrative:
H3:product analysis:evaluation determined that it is not possible to insert the bur smoothly. The likely cause of the failure is due to damaged bearings. It was also noted that attachment had scratches, laser and color markings are faded. Aware date used as date of evaluation confirmed the bearing detached. ¿this regulatory report is being submitted due to retrospective review through CAPA 672570.¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the bur could not be inserted. No known patient impact reported. Additional information received stating, the event occurred intraoperatively and there was no patient involved.